Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implantation, low pacing impedance was found on the right atrial (ra) and right ventricular (rv) lead during fixation. The physician elected to explant and replace the ra and rv leads to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2019-10765.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures but shorting was noted due to the outer and inner insulation damage found at the proximal region of the lead, consistent with procedural damage. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages that are consistent with procedural damage.